Event description:
Additional information received indicates that the ipg was replaced due to the patient receiving ineffective therapy. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced. The reason for the procedure is not known at this time.

Manufacturer narrative:
Product will not be returning due to facility policy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.